Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported through the french national agency for the safety of medicines and health products (ansm) "capsular contracture baker grade iii". Capsulectomy was performed as treatment for symptoms. This record is for the left side. Device was explanted.